Event description:
It was reported that the customer received a button error alarm on the insulin pump, which was being housed in her bra. Her blood glucose level was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.